Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as broken skin with a lot of bumps from back to shoulder under the equipment area only. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed triamcinolone acetonide ointment for the wound. Follow up indicated that the wound improved.